Manufacturer narrative:
The system was examined and the reported event was confirmed. The power supply was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 30, 2015. Based on qa assessment, the product met specifications at the time of release. The reported event was replicated and can be attributed to a nonconforming power supply. However, how or when the power supply became nonconforming is inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a procedure the system turned off. The case was completed using an alternate system with no harm to the patient.